Manufacturer narrative:
Received 2way temp sensing catheter. The reported event was unconfirmed. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. The following functional test was performed: tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon inflated without difficulty in 8sec and the inflation funnel did not balloon out during inflation. Deflate and re-inflated again the balloon with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. Dissected and did not find anything to contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4).

Event description:
It was reported that the water would inject into the balloon as the user attempted to inflate the balloon with a syringe. The user said he/she felt tactile resistance as he/she injected water into the balloon with the syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water would inject into the balloon as the user attempted to inflate the balloon with a syringe. The user said he/she felt tactile resistance as he/she injected water into the balloon with the syringe.